Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rail was broken, no lights on drawer and it was not on bus. A field service engineer tested but it did not resolve the issue, replaced the rail, t-board, and controller board, along with a damaged position sensor and a damaged keyboard cover; the customer verified the repair after reconfiguration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed, unable to recover it and customer opened the back of the pyxis, found a metal piece. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.